Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, customer had over-calculated the insulin needed for a correction bolus, resulting in a low blood glucose. Customer's blood glucose (bg) was 40 mg/dl. Carbohydrates were consumed to correct the low bg. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Manufacture information was correct.